Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, red particles on the shell, red biological tissue, and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.